Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred and the fill estimate was inaccurate. Pump system check with tandem technical support identified blockage within the cartridge. Customer changed the cartridge to resolve the reported issues. Customer's blood glucose was 330 mg/dl.